Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the eyelets of two ar-2326bcc broke when the surgeon was tensioning the sutures. The anchors were removed from the patient and pushlocks were used to complete the rcr case.